Event description:
Patient underwent a diaphragmatic hernia repair on (B)(6) 2012 using a secure strap absorbable surgical stapling device. Pt expired 15 hours post surgery. The medical examiner's report indicates that the stapling device dislodged and migrated to the heart, perforating the cardiac wall, causing severe hemorrhage.